Event description:
The device was received for service. During service testing, depleted batteries were found. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the depleted battery condition was confirmed (3 discharges below alarm threshold found) due to potentially damaged batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.